Event description:
The clinic nurse reported that while using the sys on a pt, the (B)(4) image was distorted and incomplete. The (B)(4) presets were not snapping into place at the corneal level. The following add'l info was later provided by the nurse. The surgeon proceeded with the case despite the (B)(4) image distortion and the laser capsulotomy treatment was incomplete. In the operating room, the posterior capsule tore and there was vitreous loss and a vitrectomy was performed. One day postoperatively the pt presented with 1+ edema with no vitreous in the anterior chamber; the uncorrected visual acuity at this visit was 20/40+. The surgeon did not implant an intraocular lens in the eye (per his standard protocol for vitreous loss cases); the plan is to let edema settle and implant an iol at a later date.

Manufacturer narrative:
A company rep was dispatched to examine the laser sys. The customer reported missing data on the (B)(4) display and failure of control point pre-positioning. The (B)(4) analog card was replaced and returned to the MFR for testing and root cause analysis, which is underway. The preliminary results of the testing reveal that the component did not meet electrical specs. The component is being sent to the supplier for further analysis. Case summary/video analysis: a pt underwent planned cataract surgery using the laser sys to create capsulotomy, lens fragmentation, and corneal incisions. During the (B)(4) portion of the laser procedure, the image was noted to be atypical. The surgeon elected to proceed with lensx capsulotomy and fragmentation treatments. During the operative portion of the procedure, the surgeon noted that the capsulotomy pattern was incomplete inferiorly. After entering the eye with a blade and injecting viscoelastics, the surgeon performed a can-opener style capsulotomy using a cystotome. Following removal of the lens nucleus, a posterior capsular tear was noted in the region where the cystotome had been used. An anterior vitrectomy was performed and no iol was placed (per the surgeon's standard protocol for cases that require vitrectomy. On post-op day 1, the pt's uncorrected visual acuity was 20/40+ and there was no vitreous noted in the anterior chamber. An iol was implanted one week postoperatively and the pt was noted to be doing fine. The published literature was reviewed and capsulorrhexis has been shown to product fewer radial capsular tears than can-opener capsulotomy methods. Capsulorrhexis is the current standard for phacoemulsification due to the stresses placed on the capsular edge. Conclusion: posterior capsular tear and vitreous loss associated with incomplete laser capsulotomy completed with can-opener style manual capsulotomy. (B)(4).